Event description:
It was reported that physician was performing a cholangiogram & cholecystectomy. As dr injected contrast through infusion port, he noticed tip of catheter had either detached or separated. Tip was located in abdomen and removed with suction. There was no pt injury or adverse outcome.

Event description:
It was reported that physician was performing a cholangiogram & cholecystectomy. As dr injected contrast through infusion port, he noticed tip of catheter had either detached or seperated. Tip was located in abdomen and removed with suction. There was no pt injury or adverse outcome.